Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. In additional follow-up, the patient¿s pd nurse reported that the patient was admitted to the hospital with symptoms of abdominal pain. While hospitalized, the patient had a pd culture obtained. However, the nurse stated the results of the pd culture are not available. The patient was treated for peritonitis with vancomycin and ceftazidime (dose unknown) intra-peritoneal(ip). Subsequently, on (B)(6) 2024, the patient was discharged from the hospital continuing pd treatments with the same cycler. The patient is reportedly recovering from the peritonitis event. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event.